Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.